Event description:
It was reported that the system stored an untreated episode due to oversensing of noise. Technical services reviewed and discussed some testing and programming options. There were no adverse patient effects. The system remains implanted.